Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
The left side is the affected side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; fold creases, wear abrasion, linear opening, delamination of valve. The leak test and microscopic analysis was performed which identified: total delamination of diaphram flange disk assessed as adhesive failure, a linear smooth opening on posterior side in the same location of crease assessed as fold flaw opening. Based on the device analysis the final assessment is: delamination of diaphram flange disk assessed as adhesive failure. A crease smooth opening assessed as fold flaw opening.

Event description:
Healthcare professional reported unknown side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported unknown side deflation. Device remains implanted.